Event description:
It was reported that the patient presented to the emergency room last week with his "pump hanging out". An erosion of the pocket site was noted. The patient dose was reduced and was placed on withdrawal protocol. The pump was explanted and they planned to replace the pump at a future date once the skin had healed and any infection was resolved. The healthcare provider (hcp) did not mention any infection at that time. The patient symptoms/complications included drainage/incisional wound opening, increased spasticity, sweating (diaphoresis), and increased tone as the dose was reduced for explant. The patient status at the time was alive - no injury/no adverse event. The drug in the pump was lioresal.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was later reported that the skin eroded and the pump was exposed; this was attributed to skin integrity. The patient experienced pain at the implant site. On (B)(6) 2013 the dose was weaned 30% to 700mcg prior to explant. The device was explanted. The patient outcome was reported as serious injury/illness ¿ recovered without sequelae.